Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that they were seeing "maximum settings, system operating at maximum settings" message when trying to program the patient. Impedances showed all electrodes at 4000 ohms. The caller couldn't increase stim past 0.4ma, then they will get this message. Since (B)(6) 2024, the patient has had several accidents but hasn't had a return to baseline per se. The patient had lost 30 lbs and caller noted the implant was unstable in the pocket. The agent reviewed limitation in trying to reprogram the patient, consideration for imaging pocket and possible need for revision.